Manufacturer narrative:
This report is submitted august 6, 2018.

Event description:
Per the clinic, the patient developed a cholesteatoma and subsequently the device was explanted (date not reported). During the same surgery, the cholesteatoma was cleaned out and the patient was reimplanted with a new device.